Manufacturer narrative:
One device was returned for analysis. Visual inspection found a detached (dso) downstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a defective motor. The downstream occlusion seal and sensor were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump is reporting error 41622 with a red screen and alarms as soon as priming is attempted and the black distal pressure membrane is also split. There was no patient involvement.

Manufacturer narrative:
B3: the date of event is unknown. H3: the suspect pump was returned for evaluation. The event history log (ehl) was reviewed. The device showed error 41622 was noted in the ehl as stated by the complainant. The device was visually inspected. A damaged(detach) dso seal, damaged battery compartment, scratched lens was noted. Functional testing was performed. The dso sensor was found to be defective. The primary cause of the problem was a defective motor. The allegation made by the complainant was confirmed. The motor and all defective parts were both replaced. The device passed all functional testing after repair and was returned to the customer.